Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 23rd june 2010 and performed to specification up to the 20th november 2011. The device failed multiple self-tests due to a low battery between the 24th november 2011, and the 4th december 2011. Multiple manual power ups mainly of 10 minutes duration were recorded between the 22nd july 2015 and the final history log entry on the 30th september 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.